Event description:
It was reported that unspecific number of bd insyte autoguard shielded IV catheter needle would not retract. The following information was provided by the initial reporter: detail: "difficulty with advancing catheter and hard to retract needle" described as "multiple patients and multiple staff" involved with this lot #.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that unspecific number of bd insyte autoguard shielded IV catheter needle would not retract. The following information was provided by the initial reporter: detail: "difficulty with advancing catheter and hard to retract needle" described as "multiple patients and multiple staff" involved with this lot #.